Event description:
It was reported that the patient was admitted to the hospital after receiving multiple shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was stated that the shocks appeared to be appropriate; however, there was concern about the device sensing as smart pass had been disabled. After hospital admission it was also not possible to interrogate the s-ICD, despite trying two different programmers. Technical services (ts) review of the device data indicated that the smart pass episode appeared to show true asystole as opposed to undersensing and some myopotential noise was observed at the end of the episode. Ts further discussed that x-rays obtained of the system did not show immediate signs of lead fracture; however, the treated events showed a wandering baseline and noise/artifact (sharp/non-physiologic signals) that was indicative of compromised lead integrity. It was recommended to try to recreate the noise with provocative maneuvers and to consider reprogramming to the secondary vector if viable. With regard to the interrogation difficulty ts discussed placing a magnet, waiting for tones, and then re-attempting the interrogation. The s-ICD system remains in service. Additional information received indicated that the interrogation issue was resolved after performing a device reset (details not stated). The physician was considering implanting a transvenous system in the patient as the patient may need pacing. The physician was awaiting the patient's decision. The s-ICD system remains implanted.